Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported communications error could not be reproduced and the root cause of the issue could not be determined, however, it presumed that issue a result adhesion of dust, stain, or foreign materials on the electrical contacts of the scope connector unit or insufficient connection condition including wiring of the system side, resulting in temporary/intermittent electric connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. There were no other issues noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the evis lucera elite bronchovideoscope had black deposits on the scope connector light guide base. Upon inspection and testing of the returned device, it was noted that a communication error occurred. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.